Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer had an accident and the customer was in hospital. Customer¿s blood glucose value was 996 mg/dl. Customer stated that the insulin pump was lost. Customer treated with shot in hospital for high blood glucose. The customer decline troubleshooting for high blood glucose. The product will return for the analysis.